Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) low recirculation volume homechoice sets with cassette had nicks and punctures in the tubing. These events were discovered during multiple process steps; however, one of the five cassettes had been used by the patient during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : thirty-six (36) actual samples were received for evaluation. A visual inspection with naked eye noted scratches on the effluent lines on twelve (12) samples, twenty-one (21) samples were visually inspected with no issues and three (3) had surface marks on the effluent lines. Functional testing, including leak testing, clear passage testing, and clamp function testing was performed with no issues noted. The reported condition was verified for 12 of the samples. The reported issue was not verified for 24 of the samples received. The direct cause of the event was determined to be manufacturing related caused by the grippers during assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.